Event description:
It has been reported that during a patient use case, the device failed to delivery therapy. The patient did not survive.

Manufacturer narrative:
Serial number updated.

Manufacturer narrative:
Updated conclusion code grid.